Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A preliminary analysis reveals that the issue could be due to a stiffness of the clamp in reaching the correct position when the signal is received. This implies that the displayed status is the correct one and that the clamp has a delay in its positioning. It is likely that fluid ingress may have led to the mechanical stiffness of the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm did not work properly during procedure. The clamp status resulted to be "open" when it was actually opened and vice versa. There was no report of patient injury.